Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) a positive vial was tested with the biofire bcid2 panel, and 1 molecular false positive for candida tropicalis was obtained. Erroneous results were reported to the clinician and treatment was initiated. There was no report of impact to the patient due to the incorrect treatment.

Manufacturer narrative:
G5: PMA/510(k)#: one additional code applies; k222591. Investigation summary: catalog: 442023 batch no.: 3102720 . Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results.